Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the scope showed a decreased image output to an unknown level.

Manufacturer narrative:
The device was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future re-occurrence. Alleged failure: colorectal surgeon prof. (B)(6), was using the novadaq pinpoint stack in a laproscopic procedure, towards the end of the procedure, they noticed there was blurring of the image using the novadaq 30 degree telescope. Probable root cause: as per manufacturer, the damage was most likely caused by an incorrect, too strong reprocessing method of the scope by the customer, or by a high number of reprocessing cycles. Manufacture date is not known.

Event description:
It was reported that the scope showed a decreased image output to an unknown level.